Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully resolved the issue, and was advised to call back if the problem recurred.